Manufacturer narrative:
The amo field service engineer examined the phaco equipment at the customer location and found that one of the capacitors on the subsystem controller board had blown off. The field service engineer replaced the subsystem controller board and verified that the system was functioning per the specifications. No further information is available.

Event description:
The clinic reported that the phacoemulsification machine made a loud noise followed by smoke coming out and the system shutting down. There was no patient involvement with this event.